Event description:
A physician reported that the cutter could not actuate during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. The condition of aspiration was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material in the port. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Probe needle was not bent, however the inner cutter is bent. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The returned complaint evaluation confirms the probe had an actuation failure. A potential contributing factor for the actuation failure is the bent inner cutter. How and when the inner cutter became bent cannot be determined; however, a manufacturing related root cause cannot be ruled out. However, a non-conformance investigation was initiated related to the probe actuation failure. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).